Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent temperature alarms occurred while the pump was not exposed to extreme temperature. Customer's blood glucose reached 138 mg/dl. Reportedly, customer had syringes available as alternate insulin therapy.